Event description:
(B)(4). Same case as 2134265-2011-05082. It was reported that following a coronary artery stenting treatment procedure the patient expired. Lesion 1 was located in the mid right coronary artery with 75% stenosis and was 36.0 mm long with a reference vessel diameter of 3.35 mm. The physician treated the lesion with direct stent placement using a 3.50 x 38 mm taxus liberte stent. Post procedure residual stenosis was 9%. Lesion 2 was located in the distal right coronary artery with 50% stenosis and was 6.0 mm long with a reference vessel diameter of 3.35 mm. The physician treated the lesion with direct stent placement using a 3.50 x 8 mm taxus liberte stent. This was proximally overlapped with a 3.5 x 8 mm promus stent. Post procedure residual stenosis was 9%. The patient was discharged the next day on aspirin and prasugrel. At 360 days post-index procedure, the patient expired at home. The death certificate reports cause of death as "natural causes". No additional information is available.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).